Event description:
Country of complaint: (B)(6). Ampoule leakage.

Manufacturer narrative:
Samples received: 1 open pouch, unopened ampoule. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 3,150 units the market. There are no units in stock in b. Braun surgical warehouse. We have received one sample, the ampoule received has been optically evaluated and a defect in the tip of the ampoule was found. Some glue is still liquid inside the ampoule and all have bended tip. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.